Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation, a power on reset (por) was observed. It was noted that the device was fully functional and the device remains in use. No patient complications have been reported as a result of this event.